Manufacturer narrative:
It was reported that a patient underwent placement of an optease filter. The information received indicated that the filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to inferior vena cava (ivc) thrombosis and treatment for this complication. The nature and details of the treatment has not been provided. The information received also indicates that the patient had blood clots, clotting and ivc occlusion, thrombus extending to the common iliac and femoral veins, pulmonary embolism (pe) and that the filter was unable to be retrieved. However, there have been no attempts made to remove the filter. The patient also reports to have pain, discoloration and swelling, the anatomical location of the issues has not been provided. The indication for the device implant was a gunshot wound to the chest and spine injury rendering the patient immobile. The device was implanted via the right common femoral vein and deployed at the level of l2-l3. The ivc was noted to measure 22mm. Reportedly the patient tolerated the procedure well. There is currently no additional information available. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported retrieval difficulty could not be confirmed. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Clinical factors that may have influenced any reported events include underlying patient co-morbidities, pharmacological and lesion characteristics. Without knowing the specific anatomical location of the pain, swelling and skin discoloration it is not possible to determine what factors may have contributed to the events. Pain, swelling and skin discoloration do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
The following additional information received per the medical records indicates that the patient had a gunshot wound (gsw) to the chest and spine injury. The patient was immobile. During the implantation procedure, the ivc was measured to be 22mm. The filter was deployed at the l2-3 level. The patient tolerated the procedure well. According to the patient profile form (ppf), the patient had blood clots, clotting and ivc occlusion, thrombus extending to the common iliac and femoral veins, pulmonary embolism (pe) and that the filter was unable to be retrieved. However, there have been no attempts made to remove the filter. The patient also reports to have pain, discoloration and swelling. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a patient underwent placement of an optease filter on or about (B)(6) 2005. The filter subsequently malfunctioned and caused injuries and damages to the plaintiff, including, but not limited to, inferior vena cava (ivc) thrombosis and treatment for this complication. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the plaintiff underwent placement of an optease filter on or about (B)(6) 2005. The filter subsequently malfunctioned and caused injuries and damages to the plaintiff, including, but not limited to, inferior vena cava (ivc) thrombosis and treatment for this complication. As a direct and proximate result of these malfunctions, the patient suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.